Event description:
Throughout the procedure, the patient was slightly lethargic, but never had an neurological deficits. After stenting the patient with a precise stent, there was resultant slow flow. The slow flow was created by several serial aspirations with a fetch catheter caudal to the angioguard. After 6 runs with the fetch catheter, the angioguard was successfully removed and final angiography was performed confirming 10% residual with timi iii flow. At the end of the procedure, the patient was neurologically completely normal. The patient was being treated in the sapphire ww clinical study with a precise stent to the distal left internal carotid artery. The vessel was moderately tortuous with no calcification.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2007-00076 and 9616099-2007-01414. Additional information will be provided within 30 days of receipt.